Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Physician reported treating a patient for short segments barrett's esophagus on (B)(6) 2016. Patient had no history of cardiac abnormalities or atrial fibrillation. Optical coherence tomography was performed, followed by radio frequency ablation using a barrx 90 catheter. Nothing of concern happened during the procedure. On (B)(6) 2016 the patient was admitted to hospital for palpitations, where he was diagnosed with atrial fibrillation with a rapid ventricular rate. Patient was rate controlled, spontaneously converted to normal sinus rhythm, and was then discharged on (B)(6) 2016 without any complications. No problems since the event was reported, apart from the expected pain related to rfa procedure.